Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
See also manufacturers report numbers 1415939-2019-00127 and 1415939-2019-00172 for this same event and different suspect medical devices. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated troponin results on the architect i2000sr analyzer. The following data was provided: sid (B)(6), initial 1.015 ng/ml, repeated 0.060, 00.11, 0.000. The customer uses a cutoff of 0.028 ng/ml. There was no impact to patient management reported.